Event description:
Customer states that both the device and base are melted. Also stated liquid may have been in the base of the device. A request was made for the return of the suspect device and replacement product was sent.